Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 (variable 3) was present in the pump trace download and pump error 63 (variable 3) alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63. Pump error 82 alarm was present in the pump trace download, problem isolated to motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device had also alarmed with multiple alarms, including a hardware low level alarm. They did not hear the difference between the audio volumes 1 and 5. The hardware low level alarm also occurred during the self-test; the device did not pass troubleshooting. The customer¿s blood glucose during the incident was 152 mg/dl. The device will be returned for analysis.